Event description:
Boston scientific received information that the patient was hospitalized due to an infection. Patient was treated with IV. Patient discharged with the wound healed. Hospital: (B)(6), dr. B(B)(6), event date: (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)